Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Event description:
On (B)(6) 2013, this patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (proximal: tgt3415/11065795, distal: tgt3420/8539800) for a thoracic aortic aneurysm repair. Type ii endoleak remained but no additional treatment was performed. The patient tolerated the procedure. The date unknown, imaging revealed an aneurysm enlargement with the type ii endoleak. The enlargement size was unknown. In addition, a proximal type I endoleak was reported. On (B)(6) 2016, an additional stent graft was implanted for the proximal type I endoleak. No additional treatment was performed for type ii endoleak. The patient tolerated the procedure.